Event description:
It was reported that the right ventricular (rv) lead was suspected to have dislodged post-implant. R-wave measurements had diminished, the lead was not capturing the ventricle and threshold measurements were high. The lead was reprogrammed until it could be revised the following day. Prior to the revision, r-wave measurements were reported to have further diminished and thresholds had continued to increase. The lead was explanted at which point a helix test was conducted and the helix could not be retracted. A new lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 5086 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.